Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-24, information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, unknown dose) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported a motor stall was seen at initial interrogation. The motor stall occurred on (B)(6) 2019. It was reported the patient recently had an magnetic resonance imaging (MRI). Logs were read and a motor stall recovery occurred. With a second interrogation of the pump (with logs) the codes 99 and 100 no longer appeared (confirming this was telemetry state). It was reported it was longer than 2 hours since the patient left the MRI field. No symptoms were reported.